Event description:
Healthcare professional reported left side exchange with no complaint against the device. Healthcare professional later reported rupture. Healthcare professional additionally reported capsular contracture baker grade iii, ¿immediate free flow of light brown serous periprosthetic fluid which came out of the capsule" and "calcified particulate matter." Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed, three assessed as fold flaw opening. ¿ seroma -late: unable to observe since it is a medical event and is not related to the device. Calcification: observed what appears to be like crater appearance on shell surface. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observation. ¿ no penetrating nick ( stress marks). No further actions are required as no issues with the manufacturing process are observed. Peer/ supervisor reviewer

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late, calcium deposits/calcification, capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side exchange with no complaint against the device. Healthcare professional later reported rupture. Healthcare professional additionally reported capsular contracture baker grade iii, ¿immediate free flow of light brown serous periprosthetic fluid which came out of the capsule" and "calcified particulate matter." Device has been explanted.